Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, since reported failure was not confirmed. The most probable cause is traced to component failure. The most probable cause of the white residue in the air water channel and in the auxiliary channel is cause not established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the colonovideoscope exhibited sticky control knob and no image. There was no patient involvement.